Event description:
It was reported to boston scientific corporation that a navigator ureteral catheter was used during a ureteroscopy procedure on (B)(6) 2012. The patient age was reported to be over 18 years. The condition of the patient following the procedure was reported to be okay. According to the complainant, during the procedure, the physician used two sensor guidewires and a dual lumen catheter before using the navigator ureteral catheter. When entering the flexible scope, the physician saw there were transparent pieces of coating within the lumen of the navigator device. It looked like the coating from the navigator was peeling. The procedure was completed with this device without any patient complications.

Manufacturer narrative:
The complainant reported that the device was not used past the expiration date. (B)(6). (B)(4).